Manufacturer narrative:
The field service engineer (fse) observed the tubing at the peristaltic pump (pm1) leaked fluid. The fse replaced the tubing at pm1 and resolved the fluid leak issue. The fse also replaced tubing around pm2 and re-tubed pinch valve lv15 as preventative maintenance. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the tubing at pm1 is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).

Event description:
The customer reported approximately one milliliter of diluent leaked on the right side of the instrument during system startup involving the coulter act diff 12 analyzer. The fluid was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.